Manufacturer narrative:
Evaluation summary: this type of failure may occur if the helmet is removed from the glenosphere in a manner not consistent with the method described in the surgical technique. The instrument is designed to hold the glenosphere securely via the tabs. Excessive impact or bending loads placed on the tabs may cause this situation. However, the exact cause cannot be determined with certainty. As returned, one of the tabs has fractured off. It was reported that it fractured off during insertion. The instrument was dimensionally analyzed and found to be conforming where measured. The DHR was reviewed and found to be conforming indicating that the device was manufactured, inspected, and packaged to specification. The instrument had a potential field age of approximately 11 months at the time of return.

Event description:
It is reported that the inserter fractured upon insertion.